Event description:
Physician reported, right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Zip code: (B)(6). Continued e1 additional email: (B)(6). Continued e1 phone number: (B)(6). Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted and replaced with a non-allergan device.